Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she dropped the insulin pump the day before and had been experiencing high blood glucose since then. The customer stated that she primed and was able to see insulin drops at the end of the tubing after 25 units. The customer wanted to troubleshoot to verify the device is working but was unable at the time since she was at the hospital waiting to be admitted. Customer would call back to troubleshoot.